Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "I rec'd these from my rep in (B)(6) about these cup holders that broke in his case. I was not in either of them so I cannot say specifics, but the top has sheered off in almost the same location on both of these."